Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead and there had been fluctuating measurements also. A possible fracture was suspected. The lead was evaluated during the battery change of the old device due to normal elective replacement indicator (eri). When tested through the new device, the svc measurement was displaying "none" as it could not be measured. A decision was made to leave the lead implanted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: dtbb1d1 ICD implanted: (B)(6) 2015. (B)(4).